Manufacturer narrative:
Tech support has made several attempts contacting the customer for additional information, to resolve the issue, with no response.customer was using the bilisoft cover not a natus product. Should customer provide additional information natus will file a follow-up report as needed. No further investigation is needed.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue cozy measured low when with the bilisoft cover not a natus product. The customer did not mention any patient involvement or death/serious injury, delay in treatment, or environmental/safety concerns.